Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Additional information: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be related to the minicap, but this has not been confirmed. The peritonitis was manifested by abdominal pain, cloudy effluent, nausea, drowsiness, low blood pressure, feeling weak, and inability to eat. The patient was hospitalized for peritonitis event. The patient was treated with unspecified intraperitoneal antibiotic (dosage, frequency, and duration not reported) for the peritonitis event. The pd therapy was ongoing. The patient had recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Extraneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was unknown (previously reported as possibly related to the minicap). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.